Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a maverick2 monorail balloon ruptured. The lesion being treated was located in the average tortuous, strongly calcified and 99% stenotic posterior descending right coronary artery (rca). The physician advanced the 2.50x12mm maverick2 balloon to the rca, getting stuck several times during advancement. Then the physician inflated the balloon to 10atms where it ruptured on the first inflation. The device was removed from the patient intact. The procedure was successfully completed with a quantum maverick balloon. Patient status is listed as "fine".